Event description:
This rv lead was implanted on (B)(6) 2016 and still remains implanted at this time. A call placed on (B)(6) 2017 stated that rv lead exhibited noise/artifact which is high frequency on the rv channel resulting in vt events. Noise artifact is suspected to be from oversensing mv signal. The physician was unknown at stadt kliniken dortmund in germany. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).